Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed burning open, blisters under the lifevest equipment. The patient's physician advised discontinuation of the lifevest due to the skin irritation. Outcome of the skin irritation is unknown.